Manufacturer narrative:
Final device analysis was not possible. The device was returned without the battery clip or soaker bulb. The capsule was still attached to the delivery system and the capsule trocar needle was not advanced. The white plunger clip was still attached and in place. The device appeared clean and could be a calibration issue, but unable to determine due to missing battery clip and soaker bulb.

Event description:
The hcp reported, that while placing a bravo ph monitor, the capsule attached to the patient's esophagus but would not deploy from the delivery system. No serious injury to the patient was reported.